Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the patient was to undergo an ercp lithotripsy. The front end of the duodenoscope reached the duodenal papilla. A three-chamber sphincterotome was used in conjunction with the guidewire to cannulate the common bile duct. The sphincterotomy guidewire cavity was fully flushed with saline. Before the guidewire was inserted into the sphincterotome guidewire cavity, it was fully flushed with saline and soaked with gauze. The common bile duct was then cannulated. It took about 4 minutes to complete the cannulation. Angiography showed that multiple elliptical filling defects were visible in the common bile duct cavity, with the largest diameter of about 9. Mm, then the duodenal papilla was incised with a sphincterotome, the sphincterotome was withdrawn, the columnar balloon guidewire cavity was fully flushed, and the columnar balloon was introduced along the guidewire for dilation; after the dilation was completed, the guidewire was left in place, and repeated attempts to remove the stones were made with the extraction basket, and multiple stones were successfully removed one by one. At this time, the guidewire visible under the duodenoscope showed signs of peeling, and the shedding length was about 1cm [coating damage, subject of report]. In order to ensure the smooth completion of the subsequent instrument exchange, the guidewire was withdrawn [loss of wire guide access] and a different guidewire was used with the sphincterotome for re-intubation. After success, the guidewire was left in place, and the three-lumen balloon stone removal catheter was introduced along the guidewire for bile duct cleaning. After the cleaning was completed, the stone removal balloon was withdrawn, and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating peeled and socked over exposing the core wire approximately 26.2cm to 26.9cm from the distal end. The socked over portion measured 24.9cm to 26.2cm from the distal tip, was able to be fully unsocked and the coating was found to be partially split. A shallow cut in the coating continuing from the split and peeled section was observed under magnification, evidence of potential scoring damage contributing to the failure. No portion of the coating appears to be missing. A lab meeting was held with manufacturing engineering on 21jun2024 and a lab meeting was held with both production leadership and manufacturing engineering on 24jun2024. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot # said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator has previously been completed since the manufacturing of this device. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.